Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 16-mar-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed no evidence of a battery life issue. The battery cap was not returned with the pump. A test battery cap was used and able to properly secure to the pump for testing. The pump¿s electrical draws were tested and  found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a battery life issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad. The display was found to be dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.